Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that the a patient underwent subject flow diverter implantation procedure for a right internal carotid cavernous vein body (c4) aneurysm on (B)(6) 2022. Immediately after the procedure, imaging evaluation showed in-stent stenosis (rate) of 1-25% and a stenosis (rate) of 1-25% in the parent artery at the site of the target cerebral aneurysm. There was unknown medical intervention done due to the reported event. On (B)(6) 2022, the patient presented with contrast encephalopathy. The physician denied that it was related to subject device and opined that the amount of contrast agent used may have affected the patient. Steroids were administered for the contrast agent encephalopathy. On (B)(6) 2022, a retroperitoneal hematoma was noted. The physician thought it was possible that the retroperitoneal hematoma occurred during sheath insertion and denied that it was related to subject device. A 2-unit map transfusion was administered for the retroperitoneal hematoma. On (B)(6) 2022, the patient had an outcome of 'recovered' from contrast encephalopathy and retroperitoneal hematoma. No other information is available.

Event description:
It was reported that the a patient underwent subject flow diverter implantation procedure for a right internal carotid cavernous vein body (c4) aneurysm on (B)(6) 2022. Immediately after the procedure, imaging evaluation showed in-stent stenosis (rate) of 1-25% and a stenosis (rate) of 1-25% in the parent artery at the site of the target cerebral aneurysm. There was unknown medical intervention done due to the reported event. On (B)(6) 2022, the patient presented with contrast encephalopathy. The physician denied that it was related to subject device and opined that the amount of contrast agent used may have affected the patient. Steroids were administered for the contrast agent encephalopathy. On (B)(6) 2022, a retroperitoneal hematoma was noted. The physician thought it was possible that the retroperitoneal hematoma occurred during sheath insertion and denied that it was related to subject device. A 2-unit map transfusion was administered for the retroperitoneal hematoma. On (B)(6) 2022, the patient had an outcome of 'recovered' from contrast encephalopathy and retroperitoneal hematoma. No other information is available. Additional information received on 05 dec 2022 clarified that there was no medical intervention done for the reported event of stenosis. It was also clarified that the adverse events of contrast encephalopathy and retroperitoneal hematoma were not related to subject flow diverter stent. . Based on this information, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with new awareness date of 05 dec 2022.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that a patient underwent flow diverter stenting for a right internal carotid cavernous vein body (c4) aneurysm. Immediately after the procedure, imaging evaluation showed in-stent stenosis (rate) of 1-25% and a stenosis (rate) of 1-25% in the parent artery at the site of the target cerebral aneurysm. Clarification was later received to indicate there was no medical intervention done for the reported event of stenosis. It was also clarified that the adverse events of contrast encephalopathy and retroperitoneal hematoma were not related to subject flow diverter stent. No anomalies were noted to the device prior to use. The device was prepared as per the dfu. The patient is currently stable. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of 'anticipated procedural complication' will be assigned to the as reported event of 'non-flow limiting vessel stenosis'. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.